Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increased. The device remains in service. No adverse patient effects reported. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increased. The device remains in service. No adverse patient effects reported.